Event description:
The facility representative reported a colleague infusion pump with failure code 810:04. It is unknown when this condition occurred. During service at baxter it was discovered that failure code 810:04 was caused by the ail pcb (air in line printed circuit board) was out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Event description:
The facility representative contacted baxter to report an infusor that has ruptured before patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4).

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress.